Manufacturer narrative:
(B)(4): results - visual inspection of the returned product found the lens optic torn, with pieces torn off and missing. One haptic was bent. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens tears, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).

Event description:
The reporter stated the haptic of an aq2010v silicone three piece lens was bent and there was no patient contact or injury. Additional information was requested, but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.